Manufacturer narrative:
A partial lead measuring 36.6 cm was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the hospital with (B)(6) aortic valve endocarditis and device infection. The source of infection was unknown. The patient underwent an open heart surgery. The implantable cardioverter defibrillator was explanted and the right ventricular lead was capped. The system was replaced. The patient experienced no immediate adverse events as part of the procedure.